Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6)2025, they went to the hospital for antibiotics due to an infection from the sensor pod. During the hospital visit the cgm reading was 2 mmol/l so the medical staff provided her with sugar to raise her bg level. After some time, the sensor kept displaying 2 mmol/l despite the treatment provided. The hospital staff understood something was wrong with the sensor. So, they took a bg reading which was 18 mmol/l. Then they treated the patient with ¿insulin delivery¿ (no information about the administration route). The patient was at the hospital for about 10 hours and was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.